Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Glass is not used in the manufacturing process nor the suppliers' manufacturing process, therefore it is unknown how glass entered the patient's eye. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that "a foreign material like a piece of broken glass was discovered under a microscope during surgery. However, it entered the patient's eye and was unable to be removed. It is unknown where the foreign material came from." The surgery was completed without product replacement. The involved eye and the patient identifier are not available. There's no patient harm. Additional information has been requested for this event; no updates have been receive at this time. The cataract pack sample used during the case was discarded.